Event description:
It was reported when using then bd pyxis¿ medstation¿ es, the drawer and pocket had failed. The customer reported that the malfunction occurred while user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was not showing cubies on the bus. The field service engineer opened the drawer, released all the cubies, and instructed the customer to reseat them. The field service engineer popped all the lids to resolve the issue. The system functioned as intended after the field service engineer repaired the device.